Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the three tests, the sample was found to have an erroneous result for ft3. The sample in question was collected on 07/09/2015. The date the event occurred was asked for, but is unknown. The customer suspected that the sample contains macro tsh. The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on an e170 analyzer and a centaur analyzer on (B)(6) 2015. Refer to the attachment for the specific patient result values. It was asked, but it is not known which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 183221, with an expiration date of january 2016.

Manufacturer narrative:
A specific root cause could not be determined. Since there was not enough sample remaining for further testing, investigation was not possible. From analysis of the provided data, a general reagent issue can most likely be excluded. Given the different setups of all assays, the antibodies used, and the variances in reference methods, differences in values may occur when comparing assays from different vendors. For thyroid parameters, age,gender, and other characteristics are to be considered when analyzing measured values.

Manufacturer narrative:
This event occurred in (B)(6).